Event description:
It was reported via repair work order that the bed stopped working which may have been caused by cpu board malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.